Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up arrow is not working during an easy bolus attempt. Troubleshooting for keypad anomaly was performed and customer stated that the up arrow is unresponsive. Customer's mother was asked to turn on the easy bolus feature, go back to the home screen, use the up arrow and the easy bolus feature worked.